Event description:
It has been reported that the unspecified bd¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: the plunger of the syringe has a substance similar to oil. Additional information: I have contacted customer and there is no sample or information regarding the material and batch number.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: the plunger of the syringe has a substance similar to oil. Additional information: I have contacted customer and there is no sample or information regarding the material and batch number.